Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The model listed in the report is a representative of the model family, as there is no specific model listed. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "permanent his bundle pacing feasibility in routine clinical practice: experience from an indian center." Indian heart journal. 2019. (71) 360-363. Https://doi.org/10.1016/j.ihj.2019.09.003. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding his bundle pacing. The article reported one patient that their lead exhibited rising thresholds. No patient complications have been reported as a result of this event. It was further reported that the threshold of the lead was high which led to early battery depletion of the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced and the lead remains in use.